Event description:
A 12mm covidien auto suture blunt tip trocar was used during a laparoscopic appendectomy. When the surgeon inflated the balloon with the syringe, the balloon on the trocar had popped, requiring another trocar to be opened. No harm to patient. The defective trocar was brought to the operating room materials defective cabinet. Ref# oms-t12bt, lot# p1k0838.